Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation stated, "the parts passed inspection of the outer profile with the exception of some deformed areas where the liner is damaged." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was likely due to damage likely occurred during the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
During the procedure, the liner would not seat in the cup. A hole had to be drilled in the liner to remove it. Another liner was used to complete the procedure..